Event description:
The needle of the lancet that comes with sars-cov-2 antibodies covid-19 igg/igm rapid testing kits produced by assure did not retract. The associate punctured her finger with a used lancet. FDA safety report ID # (B)(4).